Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 325cc breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that "device evaluation" was inadvertently not selected under fields h2 (if follow-up, what type?) And "yes" was not selected under field h3 (device evaluated by manufacturer?) Under previous follow up 1 report. Manufacturer¿s reference number: (B)(4). H2 and h3

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that incorrect device receipt date was mistakenly submitted under field d9 of the follow up 1 report as (B)(6) 2021. It has been correctly updated to (B)(6) 2021 on this form. Manufacturer¿s reference number: (B)(4), d9: date device returned to manufacturer.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 325cc mentor smooth round moderate profile and experienced left side breast implant deflation postoperatively diagnosed after physical consultation. As a result, the device was explanted on (B)(6) 2021.